Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the monitor was not booting due to a faulty quantum board (qb) resulting in no display, the power switch bracket was damaged, corrosion was noted on metal parts and screws of the monitor, rusting and corrosion was found on the alternating current/direct current (ac/dc) bracket and dc 5v output terminal, the rear cover was broken, and the bezel plate had cracks. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a routine inspection, the technician found that the high-definition lcd monitor went black with no image coming on the display. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a quantum board (qb) substrate failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.